Manufacturer narrative:
Evaluation summary: one sample of long pediatric tracheostomy was received for evaluation. A visual inspection was performed, and it was observed the distal end of the tube does not presents a flashes, uneven borders nor deformations. No failure mode was observed in the received sample since met with the product specifications and no corrective actions are required. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the product was inserted into the trachea by the patient at home, bleeding occurred. The customer reported that there were protrusions like a hangnail on the tip of the product which were cut by scissors.